Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 15, 2024 ¿ april 16, 2024. H11: two devices were received for evaluation with 168 ml and 215 ml of fluid in their bladder. A visual inspection was performed, and no evidence of fluid flowing out at the distal end of the flow restrictor was observed. A microscopic inspection on the flow restrictor was performed, and a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass was observed. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The reported condition was verified. The cause of the condition was determined to be from user error. The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors either do not flow or flow but stop before the infusor is empty. When the white distal luer was removed, the infusor was flowing, so the issue seemed to come from the distal luer. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.